Manufacturer narrative:
The device was manufactured from july 14, 2019 - july 16, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking near the spike port. The leaks were identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.